Event description:
It was reported that the arctic sun device could not do fill reservoir and retrieve gel pad's water. Per review of wo on 14nov2024, there was no patient involvement. Per follow up information received via task on 14nov2024, the device would be sent to imi. The issue has not been resolved yet. Per sample evaluation results received via task on 07apr2025, it was reported that the leak observed from drain ports.

Manufacturer narrative:
The reported issue was confirmed related to CAPA 2666889. The root cause is an incorrect tool used to manufacture the drain valve body component that is purchased by sub-tier supplier cpc and subsequently purchased by ryan herco for sale to bd. Cpc supplier completed actions to correct the drain valve body component 1186100c tool. During evaluation, it was confirmed that the unit was leaking from the drain ports. Drain valves were replaced. Arctic sun passed all tests successfully and unit is ready to be back in service. Risk, labelling, and DHR review are not required as the reported issue is CAPA related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.